Event description:
It was reported that after the device was implanted, atrial sensing-biventricular pacing was observed. After dft testing, device showed ventricular sensing only. After atrial sensing test was performed, no atrial sensing and no pacing were observed. The physician decided to explant the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of an atrial sensing anomaly was confirmed in the laboratory. Analysis indicated an anomalous component.